Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unexpectedly found in the 'off' mode during a routine follow-up test. The ICD was reprogrammed from 'off' to 'monitor + therapy' and remains implanted.